Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported that the set became obstructed during infusion. The event occurred during a female post-operative patient with suspected hepatopathy, 84 years old. There was patient involvement but no patient harm.